Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products- part: 103209 name: taperloc por fmrl 17.5x155 lot: 565620, part: 157450 name: m2a-magnum mod hd sz 50mm lot: 137430, part: us157856 name: m2a-magnum pf cup 56odx50id lot: 990940.

Event description:
It was reported that the taper adapter cold welded to stem during a revision surgery. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.